Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "a loading failure occurred during surgical use". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The sample was returned with the trigger not engaged. Visual examination of the jaws revealed a lack of recoil or spring back in the bottom jaw. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located. A sink mark was observed on the handle near the safety pin hole. There was biological material observed on the device. R & d was consulted for the functional testing of this complaint. Proper functional testing could not be completed because the device was returned empty with only the last clip indicator remaining. The trigger was engaged to release the last clip indicator. The applicator was then disassembled for further inspection. After disassembly, the bottom jaw legs were observed to be flared out, making minimal contact with the jaw spring. R & d concluded that the bent jaw legs are the likely cause of the misfires. R & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the probable root cause of the bent jaw legs was user error. Additionally, a sink mark was observed on the right handle. R & d concluded that the probable root cause of the sink mark is due to under packing during the injection molding process. The under packing resulted one of the trigger ears having compressed edges. Several actions were taken to address this issue as part of a non-conformance which was closed on 08-jan-2025. The sample was manufactured prior to these actions on 27-jun-2024. R & d concluded that the bent jaw legs were identified as the main failure mode of this complaint. The bottom jaw legs were observed to be bent resulting in clip misfires. After further investigation by the manufacturing site and r & d, it was concluded that the probable root cause of the bent jaw leg was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located, further indicating a clip was attempted to be applied onto a hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". For these reasons, the probable root cause could not be conclusively tied to manufacturing. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned, and complete functional testing was not able to be performed. The sample was returned empty with only the last clip indicator remaining. The device was disassembled, and the bottom jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw spring when the trigger was engaged.r & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the cause of this issue was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located, further indicating a clip was attempted to be applied onto a hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a loading failure occurred during surgical use". No patient harm or injury. The patient status is reported as "fine".